Event description:
The customer reported via phone call that they received a lost sensor alert. Customer's blood glucose was 237 mg/dl. The customer also reported a failed battey test alarm on their insulin pump. The customer was advised the insulin pump did not accept their battery. Troubleshooting was not completed as the customer did not have anymore batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.